Manufacturer narrative:
Device #1. D6; device returned with no lot ID. The product complaint analysis team has completed its investigation of the device which was returned to co. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, abc yes; nose shroud cracked/broken, ac, no b,yes; staples in nose, ac(1) b(2); staples in track, a(19) b(11) c(13); and trigger engaged with precock, ac)yes b)no. Functional tests & results: cycled instrument, ac,yes b,no. Analysis conclusion: based upon the inquiry info recieved, the visual examination and the functional test, it was concluded that the rpt'd "staples would not advance properly" during surgery occurred possibly due to two staples jammed in the nose and the yielded cartridge nose weld from instrument (b). The device was received with two staples jammed in the nose, a yielded nose weld and with a damaged precock mechanism. No conclusion could be reached whether the two staples jammed in the nose caused to nose weld to yield or if the yielded nose weld caused the staples to jam in the nose. No cause for the damaged precock mechanism could be determined. Instruments (a) and (c) were received in good condition, cycled and fired the remaining staples well formed. No deformity could be identified during testing of instruments (a) and (c). Each instrument is evaluated during the assembly process to ensure that it functions properly. Co reviews each incident as is occurs in an effort to continuously improve co's products and processes.

Event description:
It was reported the ems was used during a laparoscopic hernia repair. It was reported the staples would not advance properly. This occurred with three devices. A fourth ems was opened to complete the case. There was no consequence to the patient.